Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and a prolapsed and flailed posterior leaflet for a mitraclip procedure. After deployment of the first mitraclip it was noted that a single leaflet detachment (slda) had occurred and the clip was no longer attached to the posterior leaflet. Per the physician, the slda was most likely caused by the large prolapse and leaflet mobility in the area. Two additional mitraclips were implanted to stabilize the slda clip. The final mr was grade 2. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to pre-existing patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and a prolapsed and flailed posterior leaflet for a mitraclip procedure. After deployment of the first mitraclip it was noted that a single leaflet detachment (slda) had occurred and the clip was no longer attached to the posterior leaflet. Per the physician, the slda was most likely caused by the large prolapse and leaflet mobility in the area. Two additional mitraclips were implanted to stabilize the slda clip. The final mr was grade 2. There was no clinically significant delay or adverse patient effects reported. No additional information was provided.